Manufacturer narrative:
Corrections: h10: d4, h4 other devices involved in this event: d4: battery / (B)(4)/ expiration date: 2018-03-31 h4: mfg date 2017-03-31 d4: battery / (B)(4)/ expiration date: 2018-12-31 h4: mfg date 2017-12-31 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system:battery. Model: battery/bat552973 /model #: 1650 / expiration date: 2018-07-31. UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system; battery. Device battery / bat590606 /model #: 1650de / expiration date: 2018-07-31; UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun; mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) controller exhibited no power and power switching. Two batteries exhibited power switching and inappropriate relative state of charge (rsoc). Servicing was performed, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the manufacturer received product performance data due to associated product. An additional battery subsequently tested out of specification during manufacturer's analysis. The battery remains in use.

Manufacturer narrative:
Product event summary: one controller and six batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed one (1) premature power switching event that was due to communication errors involving bat590606 and one (1) premature power switching event that was due to momentary disconnections involving bat590572. Momentary disconnections will result in an audible tone or ¿beep¿. In addition, analysis of the data log file revealed one (1) communication error that did not lead to a premature power switching event involving bat552973. Relative state of charge (rsoc) between 101 and 201 percent is indicative of a communication error between the controller and batteries. Analysis of the event log file revealed two (2) controller power up events on 28/jan/2019, at 15:16:58, and on 29/jan/2019, at 02:44:48. No anomalies were observed leading up to the recorded controller power ups. The controller was without power for a maximum of 4 minutes and 22 seconds, and 15 seconds respectively. As a result, the reported event was confirmed. A power source lubrication procedure was performed on all devices on 13/feb/2019 to mitigate the reported conditions. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most lik ely root cause of the reported inappropriate relative state of charge (rsoc) can be attributed to communication errors between the controller and batteries. Possible root causes of losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Investigation was initiated to capture events involving the controller losing power. Internal evaluation investigated momentary disconnections prior to lubrication. D4: serial or lot#: bat552973 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: bat590606 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial or lot#: bat590572 UDI #: 00888707000369 d10: no h3: yes h4: mfg date: 31-dec-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: no failure detected on log file analysis of batteries (B)(6) . Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error between the controller and the batteries. The most likely root cause of the reported inappropriate relative state of charge (rsoc) can be attributed to communication errors between the controller and batteries due to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2018-12-31 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 2017-12-07 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2018-12-31 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 2017-12-07 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 2018-12-31 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 2017-12-07 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional batteries exhibited power switching.